Event description:
It was reported that the patient was experiencing a surging sensation following an environmental exposure. The patient was exposed to a theft detector or security gate while the device was turned on. There were no lasting issues from the event. This was the only occurrence of this problem for the patient. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va009dh, implanted: (B)(6) 2012. Product type: lead. (B)(4).